Event description:
Customer was unable to provide any other information other than the canopy has a broken zipper. The date when the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the patient access panel side b, zipper slider body is open. Also the panel side a, tube zipper insert pin tape is frayed. (B)(4).